Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 170.6 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had an MRI (magnetic resonance imaging) for an issue unrelated to their device or therapy. It had been 2 hours and 15 minutes since the patient had exited the MRI. During this time, they had refilled the pump and updated it. At the time of the report it was being considered that updating the pump could slow the recovery. Continuing to interrogate the pump logs every 20 minutes to check for the motor stall recovery was being considered. No patient symptom was reported. No further patient complications have been reported as a result of this event.